Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 lot. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data d4 UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11: g4/date reported on fu: (B)(4) was 3/31/2020, date should have been 5/01/2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number reported as (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during an internal fixation of a lumbar fracture when locking the device the thread was detached from the cap. Another device was used to complete the surgery. There were no adverse consequences to the patient. Concomitant device: unknown screwdriver (part# unknown, lot# unknown, qty1). This report is for one (1) mmsi single inner setscrew. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot the DHR of product code 179712000, lot 216736, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on september 24, 2018. Qty. (B)(4). The DHR was electronically reviewed.,the DHR of product code 179712000, lot 216736, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on september 24, 2018. Qty. (B)(4). The DHR was electronically reviewed. H3, h6: investigation summary background: thread damage. It was reported that during the surgery of internal fixation of lumbar fracture,when the final locking the device, the thread was detached from the cap as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, qty1). This complaint involves one (1) device. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as the device rings were separated and thus, broken into 2+ pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.,background: thread damage. It was reported that during the surgery of internal fixation of the lumbar fracture, when the final locking the device, the thread was detached from the cap as the photo shows. Another device was used to complete the surgery. There were no adverse consequences for the patient. No additional information could be provided. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, qty1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the mmsi single inner set screw (p/n: 179712000, lot #: 216736) was returned and received at us cq. Upon visual inspection, the threads were observed to be broken. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. The threads on the device received were broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the mmsi single inner set screw (p/n: 179712000, lot #: 216736). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.